Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this implantable cardioverter defibrillator (ICD) stored signal artifact monitor (sam) and non-sustained ventricular tachycardia (nsvt) episodes. The hcp noted that the patient recently underwent a routine procedure. Upon review of the sam event, ts determined that the minute ventilation (mv) was disabled by the sam feature due to oversensed electromagnetic interference (emi) noise from the cautery tool used during the procedure. Ts also determined the nsvt episode was also caused by oversensed emi noise. Ts discussed programming options with the hcp. This ICD remains in service. No adverse patient effects were reported.